Event description:
It was reported that an ilet device experienced premature battery discharge and subsequently failed to power on despite prolonged placement on the charging pad, with the charger indicator showing green and the device warm to the touch; troubleshooting steps were completed without resolution, and the problem was associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes were not associated with serious injury, illness, or impairment. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.